Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power to turn on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controller was defective. A field service engineer inspected the device and identified drawer 4 in the main cabinet as the issue and replaced the drawer controller. Ran full hardware tests and confirmed all passed successfully. Proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.